Event description:
Supplemental report.

Manufacturer narrative:
Customer regulator, customer declined service.

Event description:
The customer reported to the manufacturers account manager that there was a pressure buildup while using the ventilator via e cylinder with their regulator in place. The customer reported it would only happen when they were using the ventilator for transport and had changed the oxygen hoses. The manufacturers account manager reported the customer's regulator (non-philips) was used on several different cylinder tanks that were being used on the v60. Troubleshooting determined the regulator was the root cause. The customer declined service of the device due to the finding. Per the operator's manual, the ventilator should only be connected to an oxygen gas source capable of delivering a regulated 40-90 psig. If the customer's regulator does not deliver a regulated psig to the ventilator it may result in a high oxygen supply pressure alarm which may close the oxygen valve. If the high oxygen supply pressure closes the oxygen valve, the result is the ventilator continues to ventilate with air only. Loss of the oxygen source can be detrimental to a patient.